Manufacturer narrative:
The target lesion was the external iliac artery. The lesion was reported to be: moderately calcified, and mildly tortuous. The product was inspected prior to use with problems noted. The product was prepped properly according to the instructions for use. The pt is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure, the physician had difficulty removing the amiia 6 x 40 mm pta balloon catheter as it became stuck in the distal end of the 6 fr. Boston scientific mac 1 guiding catheter and could not be pulled back. The balloon catheter and the guiding catheter were removed as a unit without any reported problem. The procedure was completed successfully. There was no reported pt injury. The pt is in stable condition. No additional info is available.